Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01019. This report is being submitted as additional information. Serial number was requested, but not provided therefore; the device manufacturer date is unknown. Manufacturer's investigation conclusion: although the report of no external power alarms was confirmed based on a review of the submitted system controller log file, a cause for the event could not be conclusively determined. The data in the log file indicated that the system controller¿s 11 volt lithium-ion backup battery (ebb) continued to power the system and there was no interruption in pump support. Multiple requests for additional information and product return were sent to the user facility, however, the mobile power unit was not returned for analysis. The device remains in use with the patient. A review of the device history records could not be performed as the mobile power unit's serial number was not provided. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the manufacturer¿s technical services representative reviewed the log file and observed on (B)(6) 2018 at 6:28:26am and (B)(6) 2018 at 8:43:39am observed no external power event, this could be caused by the power cord of the mobile power unit (mpu) or the wall outlet. During these events the controller¿s internal battery provided power to the pump as designed. Additional information was requested, but not provided.